Manufacturer narrative:
The lay user/patient's meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing and is being further investigated by product analysis. On (B)(6) 2016, the reporter contacted lifescan USA, alleging unusual issue. The issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no evidence the product malfunctioned. During troubleshooting it was determined that there had been misuse of the device as the meter had been water damaged. There was also no allegation of an adverse event as a result of the reported issue.